Manufacturer narrative:
H3: product ID 977c290, serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken at the silicone anchor site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c290 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(6) , ubd: 02-apr-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impla nted with an implantable neurostimulator (ins). It was reported that there was a return of pain and report of 'pulling' at lead site. Patient had lead switch from paddle to percutaneous leads. With complaints of pulling at lead site due to space where lead is implanted. Patient also had 0-7 electrodes with high impedances. The issue was resolved with device revision. The manufacturer representative (rep) indicated they would send any further information as they become aware.